Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument did not want to open or close. When the surgeon removed the instrument the surgical staff noticed that one of the wires on the tip of the instrument had snapped. It was reported that the surgeon used a new prograsp forceps instrument and completed the da vinci surgical procedure. It was reported that there was no missing or fallen pieces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the following: the customer initially reported one of the wires on the tip of the instrument has snapped; however, for clarification, it was a pitch cable that was broken. Intuitive motion was not experienced at the wrist because the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. The reported issue of the instrument not opening or closing and one of the wires on the tip of the instrument has snapped does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur. This complaint is being reported due to a broken pitch cable found in failure analysis. There is no indication that an adverse event occurred.